Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep was testing the device, the device has wear and tear and has compromised the lens and lowered the optic quality on the scope. No patient was involved.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found that the outer tube jolted and stopcock damaged/leaky. The reported condition was confirmed. The cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The unit was scrapped. If information is provided in the future, a supplemental report will be issued.